Manufacturer narrative:
No conclusion code available. The reported field events of the lead not properly connected to the device header, high pacing threshold and oversensing of noise were confirmed in the laboratory. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the helix assembly and the inner coil inside the connector region were normal. Visual examination of the lead noted crimp indents on the crimp sleeve inside the connector assembly. The connector pin was detached from the crimp sleeve, which likely resulted in noise and high pacing threshold in the field. All other damages were consistent with that occurring at the time of explant.

Event description:
During follow-up, episodes of noise and elevated threshold were observed on the right ventricular (rv) lead. The device appeared to have moved within the pocket. During explant, it was noted that the proximal end of the lead had partially separated from the header. The device and rv lead were explanted and replaced. The patient's condition was stable following the procedure. Related manufacturer reference number: 2938836-2017-25004.